Event description:
The customer reported a patient with blue fibers present in the anterior chamber at the one day post-op exam. The patient developed a post-op inflammation with endophthalmitis which required a second procedure in 2009, to remove the fiber and intravitreal injection. The surgeon stated the patient is doing well. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 08/06/2009.